Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the ventricular catheter was disconnected from the valve. It was also reported that the reservoir had approximately five holes and the saline went through the holes. As a result the device was revised.